Event description:
It was reported when using bd vacutainer® k2e 3.6mg plus blood collection tubes that a stopper popped off and the tube was lodged in the smart blood collection system. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 10 retained samples from lot number 3170101, were tested and none of the cap/stopper assemblies popped off. No objective evidence was provided to indicate that the device was the cause of the reported defect. Bd was unable to duplicate or confirm the customer¿s indicated failure mode with the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Initial reporter phone #: (B)(6). H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® k2e 3.6mg plus blood collection tubes that a stopper popped off and the tube was lodged in the smart blood collection system. There was no health impact or consequences reported.